Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 4 of 6 for (B)(4). It was reported by a healthcare professional through clinical research report for clinical evidence on safety and performance of the product healix advance peek with dynacord device that during a rotator cuff repair procedure of the left shoulder performed on (B)(6) 2021, the initial anchor broke upon insertion. There were no adverse patient consequences reported. No additional information was provided.

Event description:
This is report 4 of 5 for (B)(4). It was reported by a healthcare professional through clinical research report for clinical evidence on safety and performance of the product healix advance peek with dynacord device that during a rotator cuff repair procedure of the left shoulder performed on 04/06/2021, the initial anchor broke upon insertion. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follw-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint devices are not being returned, therefore unavailable for a physical evaluation. Since the complaint devices were not returned, we cannot determine a root cause for the reported issues. If the devices are received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.